Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having 1a-1b posterior fixation with bkp and pps for t12 rupture fractures for primary osteoporosis. It was reported that cement was removed from the refr igerator in the op room immediately before the start of the surgery, and it was set up to pre-mixing. Mixing was started as described in the procedure manual, it was difficult to fill the cement from the first bfd, so the5th one could not be completely filled. Pul ling out the cement using a syringe was attempted, but it could not be pulled out. The previously refilled bfd cement was also hardened and no cement came out, so it was replaced with a new one. There were no patient symptoms reported. There were no further compli cations reported regarding the event.

Manufacturer narrative:
Section e: initial reporter is unknown. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in the us. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.